Event description:
It was reported that the patient presented for follow-up and the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported no communication was confirmed and was due to low battery voltage. With another battery attached, the device behaved normally. No high current drain sources were detected and the power consumption of the device was measured and found to be normal. The cause of the battery depletion could not be determined.